Event description:
Additional information received reported the cause of the event was not determined. The patient recovered without permanent impairment.

Event description:
It was reported that the implantable neurostimulator (ins) felt like it was up higher than usual but then it moved back to where it was supposed to be the next day. This occurred the day prior to the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. (B)(4).